Event description:
It was reported that a new ilet user bent the cannula of an inset infusion set during insertion, attributed to a missed step in the insertion process, and then successfully inserted a second set; no alerts or alarms were reported. There were no reported clinical effects. Outcomes included no impact on daily activities and no health consequences. Investigation included customer interview and troubleshooting and education regarding correct infusion set insertion. Investigation of this case revealed user technique error leading to an incorrectly deployed infusion set cannula; the infusion set component was implicated while the pump operated as expected. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insertion technique.